Event description:
The account alleged that the brakes were not holding and the brake switch kit was missing. No pt impact.

Manufacturer narrative:
The account replaced the brake casters and the brake switch kit to resolve the issue.